Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on additional customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2014 at 4am. The patient manages their diabetes with an unknown type and dosage of oral medication as well as diet and/or exercise. They denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that at 11pm on (B)(6) 2014 they developed the symptom of ¿shaky¿, and self-treated by having more food/drink later that night at 3am. The patient stated that they performed a blood glucose test on another, unknown, meter the following morning at 7am; however, the result of this test was not provided. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.